Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. The device was retested and passed all testing. The device is readh to go back to service, and no further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. The device was retested and passed all testing. The device is ready to go back to service. The proportional valve was returned to the product investigation lab (pil) for additional testing. The proportional valve was found to operate as designed without issue when evaluated independently. Additionally, the solenoid valve was also returned to the product investigation lab (pil) for additional testing. The solenoid valve failure was confirmed when evaluated independently.